Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on november 30, 2021. Patient's initials are (B)(6) and birthday is (B)(6) 1970. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak test and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm hps dv 380cc breast implant. Leak testing was performed in accordance with mentor procedures and a tear was identified in the anterior view of the device measuring approximately 0.3 cm in length. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in about 0.1 cm of the area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Seroma is a build-up of fluid around the implant. Symptoms of seroma may include swelling, pain, and bruising. Seroma may occur soon after surgery, or at any time later on, which could be referred to as late seroma. While the body may absorb seromas, some may require surgery for drainage. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon review of the manufacturing record evaluation (mre), and a non-conformance was identified related to device malfunction. This non-conformance will be addressed through mentor¿s quality system. H9 FDA correction/removal reporting no.: 3005423519-10/12/2021-001-r manufacturer¿s reference number: (B)(4) h9 FDA correction/removal reporting no.: 3005423519-10/12/2021-001-r

Manufacturer narrative:
On december 10, 2021, mentor became aware that according to the revision carried out on (B)(6) 2021 for lot number 9568918. Non-conformances were found with number nr-0166746 related to device malfunction. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 22, 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device received was a 380cc mentor smooth round high profile saline breast implant, catalog: 3503380 lot: 9568918. After no clarification received, mentor has updated impacted product to match device received. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation and seroma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision surgery with a 325cc mentor smooth round moderate profile saline breast implant experienced right sided deflation and seroma post procedure. Patient developed seroma and underwent a surgical procedure to which it was drained on an unspecified date. Patient believes the procedure to drain the seroma caused the right sided deflation. As a result, patient had an explanation on (B)(6) 2021.